Event description:
It was reported to philips that the device failed the defibrillation test. There was no patient involvement.

Manufacturer narrative:
The rse evaluated the device. It was determined that this model is no longer serviced/supported, and the spare parts are no longer available. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(4), the (B)(6)heart/start xl portable defibrillator/monitor was discontinued on (B)(6)2013. All options associated with this defibrillator were discontinued as of (B)(6)2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end-of-life terms and the device remains at the customer site. The device remains at the customer site and no further evaluation is warranted at this time.